Event description:
It was reported that the insulin pump had ramping numbers, alarmed button error, and had an unresponsive keypad. The blood glucose reading was 438 mg/dl, which was treated with manual injection. The customer's mother stated that her son woke up and attempted to process a bolus when he experienced the issue. No significant events leading to the event were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.